Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent a knee revision due to instability.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unavailable at the time of initial follow up. Product name: corrected to persona cr knee. No devices were received; therefore the condition of the components is unknown. As the device was not returned, it was not confirmed when the device left zimmer biomet. This device is used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Device not returned.